Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after several deployments of the leadless implantable pulse generator (ipg) during implant, the device continued to exhibit elevated impedance values, low sensing and high capture thresholds. The physician removed the system from the patient for inspection. It was noted that the delivery system had an additional lateral curve at the distal end. The physician elected to use an alternate system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.